Event description:
Micro craft ear drill stopped functioning prior to the end of a case. Manufacturer rep was contacted. Hospital personnel were informed that the company is aware of the problem but has not sent notice to users regarding the problem. Another piece of equipment was substituted and the case finished without incident.